Manufacturer narrative:
(B)(4). Method: the returned breathing circuit was visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory limb. A visual inspection revealed that one of the heater wire pins was split at the top. This split prevents the adaptor from connecting to the heater wire socket during setup of the breathing circuit. We were unable to carry out a lot check as no lot information was provided. Conclusion: it is possible for the user to damage the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. Damaged heater wire pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).

Event description:
A hospital in (B)(6) reported that a heater wire adaptor could not be plugged into an rt235 infant breathing circuit. This was discovered before use and no patient consequence was reported.